Event description:
It was reported that the device recorded an asystole episode. True asystole could not be confirmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upon device analysis, no anomalies found. Performance data collected from the device showed the lifetime asystole episode counter was 3. There appears to be missing ECG signal.